Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a separated male luer spin collar was confirmed. Visual inspection confirmed that the male luer spin collar was separated from the male luer. Inspection under magnification revealed no evidence of tool marks or stress marks. The root cause of the separated spin collar could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a tubing change the spin collar separated from the set which prevented connection to a smartsite. The tubing had been initially connected 2 days prior and the medications that were infused through this line were hydromorphone, dexmedetomidine, epinephrine, calcium chloride, lorazepam, furosemide, gentamicin, keppra and d10. The customer did not know which medication was infusing at the time of the event. The patient received an ethanol lock for prevention of a central line associated bloodstream infection due to the exposure. There was no lasting harm.